Event description:
During an elective type 2 laparoscopic repair of a hiatal hernia and replacement of a lap band, the applied medical trocar being utilized broke into pieces in the patient's abdomen. All pieces were retrieved by the surgeon. The patient evidenced no sequelae from the occurrence. The equipment was subsequently recalled due to potential weakness of the cannula tip, which may result in tip breakage.